Manufacturer narrative:
This report is 1 of 7 mdrs filed for the same event (reference 1825034-2014-01679/01684 & 01686).

Event description:
Patients legal counsel reports patient underwent a total left hip arthroplasty on (B)(6) 2004 and a total right hip arthroplasty on (B)(6) 2004. Subsequently, on (B)(6) 2007, patient underwent a right hip revision procedure due to allegations of loosening of the acetabular cup and pain. It was further reported patient underwent a right hip revision procedure on (B)(6) 2009 due to pain, discomfort, inflammation, effusions, elevated metal ion levels, loss of range of motion, metal poisoning and metallosis. Legal counsel alleges a revision procedure has been scheduled for the left hip but no revision procedure information has been received to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patients legal counsel reports patient underwent a total left hip arthroplasty on (B)(6) 2004 and a total right hip arthroplasty on (B)(6) 2004. Subsequently, on (B)(6) 2007, patient underwent a right hip revision procedure due to allegations of loosening of the acetabular cup and pain. It was further reported patient underwent a right hip revision procedure on (B)(6) 2009 due to pain, discomfort, inflammation, effusions, elevated metal ion levels, loss of range of motion, metal poisoning and metallosis. Legal counsel alleges a revision procedure has been scheduled for the left hip but no revision procedure information has been received to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from the patient's revision operative (op) notes dated (B)(6) 2009 reports patient was revised due to effusion and pain. Revision op report further notes an effusion containing clear, yellow fluid was observed. The head and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2014-01680/01686, 01679).